Event description:
It was reported that the user experienced an episode of elevated blood glucose after announcing a lunch using the ilet during the initial adaptation period, with glucose rising to 307 mg/dl and subsequently returning to range without user-initiated intervention. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that no findings were available, the device problem could not be characterized due to insufficient information, and the device component involved could not be determined. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.